Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = address line 2: (B)(6). E3: occupation = purchasing. G4: PMA/510(k) number = k182985. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to patient contact, a roadrunner nimble hydrophilic wire guide unraveled. The hydrophilic coating was activated using normal saline and the wire was immediately withdrawn from its holder. However, the tip of the wire partially detached after removal from the holder. The tip remained attached by the "internal fibers". The device was not used, and another wire was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, prior to patient contact, a roadrunner nimble hydrophilic wire guide unraveled. The hydrophilic coating was activated using normal saline and the wire was immediately withdrawn from its holder; however, the tip of the wire partially detached after removal from the holder. The tip remained attached by the "internal fibers". The device was not used, and another wire was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation with the wire caught in the seal of the return pouch. Approximately fifty-seven centimeters of the wire was unraveled, beginning approximately four centimeters from the distal tip. The inner wire was exposed from the unraveling. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on 21 devices from a sub-assembly lot; however, all affected product was scrapped, and there are 100% inspections in place to capture the non-conformance. The sub-assembly lot was not used in any other final lots. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿flush the wire guide holder by attaching or pressing a syringe with saline, heparinized saline solution, or sterile water to the fitting or opening of the wire guide holder. Inject enough solution to wet the wire surface entirely. This will activate the aq coating.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Although one relevant non-conformance was noted on a sub-assembly lot, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
**UDI related data quality updates only** correction: d4. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device cause

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.